Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, a c-34 error on the integrated electrosurgical unit (iesu) generator was encountered. A technical service engineer (tse) instructed the customer to power cycle the iesu and reseat the cables in the back. However the issue remained. The tse recommended to use the blue energy activation cable for the valley lab but the customer was unable to find the cable. Therefore, the site converted the procedure to another system and the procedure was completed with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) generator to address error code c24. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed error code c-34. The unit was placed on an in-house system, and it was run in normal mode. The unit was returned to the original equipment manufacturer (OEM) for repair and the OEM confirmed the reported complaint. The high frequency (hf) generator printed circuit board (pcb) was replaced to address the reported issue.